Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Upon internal review it was noted that the following information was incorrectly submitted to 2951250-2015-01415: product technical complaint investigation received on 18-nov-2015: bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment:this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a few months later, started bleeding really bad. At the moment of report, she stated that she had to get a partial hysterectomy. This event, seen as genital bleeding, is serious due to medical importance (hospitalization was mentioned but not specified) and listed in the reference safety information for essure. Considering genital bleeding may occur during essure use and in the absence of alternative explanation, causality with suspect insert cannot be excluded and since an intervention will be required this case is regarded as incident. Other non-serious events were informed. Based on the available information, there is no reason to suspect a relationship between the reported events and a quality defect.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5036614) in united states on 23-oct-2015 who had essure (fallopian tube occlusion insert) implanted on unspecified date. A few months after getting essure, she started having bad headaches and muscles aches. Not long after she started bleeding really bad. She has always been on time with her periods until she got essure. She was now bleeding for two to three months at a time and it was so heavy that she has to wear pads and tampons. She eats healthy and exercise and was still keep gaining weight. She stayed extremely fatigue which she never used to and was also having so much pain in her lower abdominal area that it interferes with her daily routines. When she bled, it constantly smells like a metallic smell and she got metallic taste in her mouth. She was recently diagnosed with pcos (interpreted as polycystic ovarian syndrome) after constantly having to go to the doctor over those symptoms. She believes that everything that has been happening was due to essure. It was reported that she has to get a partial hysterectomy due to essure. Hospitalization, other serious (important medical event) were mentioned but not specified and/or assigned to one of the events. Company causality comment this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer who had essure inserted and a few months later, started bleeding really bad. At the moment of report, she stated that she had to get a partial hysterectomy. This event, seen as genital bleeding, is serious due to medical importance (hospitalization was mentioned but not specified) and listed in the reference safety information for essure. Considering genital bleeding may occur during essure and in the absence of alternative explanation, causality with suspect insert cannot be excluded and since an intervention will be required this case is regarded as incident. Other non-serious events were informed. Technical assessment has been requested.